Event description:
It was reported that the patient was feeling pain due to broken stem. All implants were removed. Surgeon did not indicate why the stem had broken.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding stem crack/fracture involving a mod con dist stem 15 x 155 mm was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. A medical review was not performed because insufficient information was provided. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information is needed.

Event description:
It was reported that the patient was feeling pain due to broken stem. All implants were removed. Surgeon did not indicate why the stem had broken.